Event description:
It was reported via phone call that the customer had issues with his sensors. The customer stated some sensors had adhesive problems and others had problems during insertion. The customer stated that he was loading the serter with the sensor and needle broke off. The customer declined troubleshooting. Advised the customer the sensor will be replaced. The customer's blood glucose was between 90-100mg/dl.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.